Event description:
A malfunction was reported with the pump by the caller, but it did not lead to the customer's blood glucose level exceeding 500 mg/dl. Initially, the caller was unable to reset the pump, and technical support advised a follow-up once the caller could perform the reset. After a follow-up call and successful reset, the malfunction code did not recur, allowing the customer to continue using the pump. Technical support advised contacting them again if the malfunction reappeared, and the caller understood these instructions.